Event description:
The account states that some component of the device overheated while being worn. No medical intervention, adverse consequences, or delays to a surgical procedure was reported with the event.